Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the stimulation was reprogramed in the group c pulse width was changed to 60 from 90 in the upper, programmed and lower. Amplitude changed to 4.1 from 2.7 in the programmed section and group a was deleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain and other chronic/intractable pain of the trunk/limbs. On (B)(6) 2015, the patient complained of unsatisfactory stimulation. There were complaints of an unsatisfactory stim pattern. The entire system was reprogrammed on (B)(6) 2015 and the event resolved without sequelae. The device diagnosis was not applicable and a clinical diagnosis of unsatisfactory analgesia was reported. The event was related to the device or therapy (specifically due to programming) and was not related to the implant procedure. The most recent programming date and recent interrogation prior to the event occurred on (B)(6) 2015.